Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample in open packaging was provided for evaluation. The sample was visually evaluated, and it was noted the cap to the spike was not with the sample, a black substance was found on the tip of the spike along with a loose particulate in the vent of the spike. The reported defect was confirmed. The most probable cause of "particulate " could be grease used to lubricate the mechanisms of the mold, it is possible due to high temperatures of the mold some drops could have flowed in the cavity of the spike. The supplier implemented additional cleaning of the mold to remove excess of grease in the mechanisms. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: "when one of our units opened the IV pump set there was a black substance on the spike" no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.